Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 312 mg/dl. The customer assisted in performing a 5.0 units fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer stated that they have a plunger available. The customer was advised to removed the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin does not exit with plunger push. It was explained to the customer alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised pump is functioning as normal.